Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that there was an 'kv on in error' message displayed. This error is likely to result in an immediate loss of system functionality and an un-commanded shut down. There is no report of a patient injury or death with this event.